Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to glenoid loosening.

Manufacturer narrative:
The revision reported may have been the result of off-center contact between the glenosphere and the humeral liner, which led to aseptic (non-infected) loosening of the glenoid baseplate. However, this cannot be confirmed because the explants were not available for evaluation.